Event description:
Rn reports the white sharp spiking tip on the b. Braun y site blood tubing came disconnected from the plastic tubing. This resulted in approximately 75cc of the blood splashing onto the floor and onto and in the IV pump. Blood bag tip kept sterile, IV tubing changed and rest of unit infused.